Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and unattached downstream occlusion (dso) seal. The device also had a cracked interior battery door latch compartment. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. There was no previous device services reported. The event history log was reviewed and there were no errors related to the customer complaint. The reported complaint was confirmed during visual inspection. The probable cause was a degraded downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all tests.